Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that crossing difficulties were encountered. After a 0014 unspecified guidewire crossed the target lesion, a 3.00x32mm promus element ¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found no kinks along the hypotube shaft. An examination of the midshaft found a kink in the midshaft located at the base of the hypotube. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent identified that the proximal edge of the stent was bunched with some stent strut damage in the mid body of the stent . A thread was identified wrapped through some of the raised stent struts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).